Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating the customer noticed a discrepancies between the indicated value and the actually remaining value in a smiths medical cadd cassette. When replacing the medication cassette with another one, the customer attempted to drain the remaining medical fluid from it. However, he needed to apply more force to it than that he usually did. He suspected this phenomenon may have caused the administration error. There was no patient injury due to the reported event.

Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis in used condition. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. During the visual inspection, it was observed a substance inside the cassette and the clamp closed. No damaged could be detected on the unit. Sample was filled with water in order to see if there was any occlusion. The water passed through the entire unit without problems. The sample was connected to the cadd legacy plus to look for unusual function. The sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The accuracy test was successfully passed. The cassette bonding operation in the cassette line was reviewed; no discrepancies were found. The bag loading operation in the cassette line was review; no discrepancies were found. Root cause cannot be determined since the complaint was not confirmed due to the fact the accuracy test was successfully passed. No corrective actions are required since the complaint was not confirmed.